Event description:
The customer reported to olympus that, during preparation for use, the visera elite video system center was found with the serial digital interface (sdi) port on the back of the device broken. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the printed circuit board had failed. This report is to capture the reportable malfunction of the faulty printed circuit board component noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a faulty printed circuit board. An additional issue of a worn-out video connector latch was identified during the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, it was determined that the phenomenon, ¿the port for the serial digital interface (sdi) in the back was broken¿, was due to a faulty patient circuit (cm) board. The cause of the defect could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.